Event description:
It was reported that (1) tlc55 was used during a colon resection procedure. It was reported by the rep that the device would not fire. Another device was opened to complete the case and there was no consequence to pt.